Manufacturer narrative:
This report is submitted on 8 october 2020.

Manufacturer narrative:
This report is submitted on august 11, 2020.

Event description:
Per the clinic, the patient experienced inflammation at the implant site. Subsequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.